Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh and bs polyform synthetic mesh were implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that patient underwent mesh removal posteriorly and removal of constriction on the anterior vagina on the right side on (B)(6) 2013 due to pelvic pain mesh exposure in the vagina from a transvaginal mesh reconstruction.

Manufacturer narrative:
It was reported that patient underwent concurrent cystoscopy procedure.

Manufacturer narrative:
It was reported that the patient underwent excision of vaginal mesh with cystoscopy on (B)(6) 2011 by (B)(6).